Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment.

Event description:
Patient (a physician) felt an electric feeling shoot up her arm during anesthesia injections prior to the miradry treatment. Injections were stopped due to numbness and tingling in the pinky, ring, and middle fingers and heaviness in her palm. After discussion, numbing was completed and treatment delivered with no other issues. Physician-patient was seen by a hand surgeon whose opinion was her symptoms would likely resolve in 6 weeks. Approximately one month post treatment, physician-patient reported numbness on ulnar side with aching and arm fatigue bothering her the most. There is no tingling and no motor effects involved.